Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient was scheduled for a battery replacement surgery and a new model 102 generator was attached to an existing lead. A system diagnostics test resulted in high lead impedance, indicating a possible lead malfunction. A pin re-insertion was performed and the same results were obtained. Surgeon then attached resistor pin to generator and received normal results. The generator was then re-attached to the existing lead and high lead impedance was received once again. The surgeon reported that patient did not consent for a full vns system replacement, so lead replacement would most likely occur at a later date. Revision surgery is likely.